Event description:
It was reported that during a ukr procedure, after calibration and homing, a blue screen with a little box with a 5 appeared and counted down to 1. The navio was shutdown, unplugged the power cord, plugged it back in and restarted to continue with the procedure. During the tibia cut screen, the blue screen with the little box and countdown reappeared. This time, however, the blue screen disappeared, the tibia cut screen returned, and the case continued. This caused a delay of fewer than 30 minutes. No other complications were reported.